Event description:
It was reported that the o-ring around the battery cap of the insulin pump had come off. The customer stated that there was a chip and the rubber gasket was gone. The customer's blood glucose was 161 mg/dl. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with broken battery cap, cracked battery tube threads, cracked reservoir tube lip, missing reservoir tube o-ring, broken belt clip slot, minor scratched display window.